Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The inspection of the available iegms from episodes 31 to 41 revealed the presence of noise in the rv channel, which led to multiple charging cycles with shock deliveries on (B)(6) 2020. Two additional vf episodes with shock deliveries (29 and 30) were documented on (B)(6) 2020. However, the iegms of these episodes could not be retrieved, as they were overwritten by new episodes. Please note that this is a normal behavior. Based on the data, the ICD functioned as expected. At a next step the available x-ray images were evaluated. A dislodgement of the lead could not be confirmed. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The root cause of the noise was not determinable from the available information. However, analysis revealed no indication of an ICD malfunction. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 50 months after the implantation the patient received inappropriate shocks. The device was re-programmed: tachycardia therapy was turned off.